Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the last fill of his automated peritoneal dialysis therapy. Reportedly, the home patient unspiked a supply bag then respiked the supply bag. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient discontinued therapy for the day. No patient injury or medical intervention was associated with this incident per the home patient.